Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and a sling, a boston scientific obtryx, and a caldera mesh were placed. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient also underwent mesh revision on (B)(6) 2011.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent surgery on (B)(6) 2007. During the procedure, mesh, boston scientific obtryx ((B)(6) 2008), and a caldera mesh ((B)(6) 2011) were placed into the patient¿s body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-27513. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that patient underwent a colonoscopy on (B)(6) 2008 and (B)(6) 2011. No additional information was provided.